Event description:
It was reported that a triclip procedure was performed to treat mixed tricuspid regurgitation (tr) with a grade of 4. A triclip xtw was inserted without issues. However, after straddling the device, and upon turning the f/e knobs, the clip was not steering properly. It was noted that on echocardiogram, it had appeared that the clip was deflecting away from the valve, but on fluoroscopy, it appeared to be okay. Therefore, the clip was removed from the patient. While outside the patient, the clip was tested, and the f knob worked as intended. Two additional clips were then inserted and deployed on the tricuspid valve, reducing tr to a grade of 1. The procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported sleeve steering issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a triclip procedure was performed to treat mixed tricuspid regurgitation (tr) with a grade of 4. A triclip xtw was inserted without issues. However, after straddling the device, and upon turning the f/e knobs, the clip was not steering properly. It was noted that on echocardiogram, it had appeared that the clip was deflecting away from the valve, but on fluoroscopy, it appeared to be okay. Therefore, the clip was removed from the patient. While outside the patient, the clip was tested, and the f knob worked as intended. Two additional clips were then inserted and deployed on the tricuspid valve, reducing tr to a grade of 1. The procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.